Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation and stretched coils were confirmed although the reported difficult to position was unable to be confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the bmw guide wire could not be advanced in the guide catheter. The guide wire was removed and under fluoroscopy, a detached coil could be seen inside the guide catheter. The bmw guide wire was inspected and it was uncoiled. The guide catheter was removed, with the separated coil. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.